Manufacturer narrative:
Bench repair replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance (pm), it was observed that the navigation ring does not work. It was reported there was no patient involvement at the time the issue was discovered. Bench repair evaluated the device and confirmed the reported problem. The nav-ring does not work at all when touching it, but the enter button works. The nav-ring is attached to the front bezel, so the front bezel needs to be replaced. Resolution and disposition are pending - investigation ongoing.